Event description:
A high drain error 106 (night drain six) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. The alarm occurred on (B)(6) 2013 at 16:38:33. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the high drain alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.